Event description:
A customer reported receiving a minimum fill notification, indicating a potential issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. To resolve the problem, the customer changed the cartridge in the pump and determined that no further assistance was required. The lot number for the cartridge was not available.